Event description:
Event description guidant received information that the patient went into an arrhythmia and was transported to the hospital. While the emergency medical technicians were administering CPR, the implantable cardioverter defibrillator (ICD) delivered therapy, but the patient's rhythm deteriorated and the patient died. Concern was raised that the automatic gain control (agc) feature of the ICD may not have adequately detected the patient's fine ventricular fibrillation during the last stages of life. The electrograms were sent to guidant for review.